Manufacturer narrative:
Several sample handling issues were identified which contributed to the differences between diluted and undiluted results. The customer was diluting patient samples within the measuring range of the assay. Per the package insert, only samples outside the measuring range should be diluted.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable estradiol gen.2 results on their e601 analyzer. The customer provided data for 54 patients, of which 11 had discrepant results. The customer stated they had been collecting the data for more than six months. The patients were all female. The specific date of this event was requested but not provided. The first patient's result from the e601 was 33 pg/ml. The sample tested on an immulite 2000 analyzer and the result was 44 pg/ml. The second patient's result from the e601 was 72.7 pg/ml. The sample tested on an immulite 2000 analyzer and the result was 53 pg/ml. The third patient's result from the e601 was 203 pg/ml. The sample tested on an immulite 2000 analyzer and the result was 143 pg/ml. The fourth patient's result from the e601 was 52.6 pg/ml. The sample tested on an immulite 2000 analyzer and the result was 27 pg/ml. The fifth patient's result from the e601 was 22 pg/ml. The sample tested on an immulite 2000 analyzer and the result was 43 pg/ml. The sixth patient's result from the e601 analyzer was 3574 pg/ml. The sample was diluted 1:5 and repeated on the e601 and the result was 5062 pg/ml. The sample was diluted 1:5 and tested on the immulite 2000 and the result was 5075 pg/ml. The seventh patient's result from the e601 analyzer was 3067 pg/ml. The sample was diluted 1:5 and tested on the immulite 2000 and the result was 4139 pg/ml. The eighth patient's result from the e601 analyzer was 3703 pg/ml. The sample was diluted 1:5 and repeated on the e601 and the result was 4883 pg/ml. The ninth patient's result from the e601 analyzer was 3330 pg/ml. The sample was diluted 1:5 and repeated on the e601 and the result was 4626 pg/ml. The tenth patient's result from the e601 analyzer was 3920 pg/ml. The sample was diluted 1:5 and repeated on the e601 and the result was 5346 pg/ml. The eleventh patient's result from the e601 analyzer was 3920 pg/ml. The sample was diluted 1:5 and repeated on the e601 and the result was 5201 pg/ml. Information on whether the results were reported outside the laboratory was requested but not provided. The patients were not adversely affected by this event. The estradiol reagent lot number was 172078. The expiration date was requested but not provided.